Event description:
Customer reportedly obtained results of 204mg/dl and 86mg/dl on the advantage system within 10 minutes. Customer ate candy in response to 86mg/dl and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.